Manufacturer narrative:
Carer transferred user into wheelchair- lhs castor housing bracket sheared and the wheel fell off. (B)(4) engineer replaced left hand side castor housing and fork - unfortunately (B)(4) do not have the damaged parts the action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
Caregiver transferred user into wheelchair- lhs castor housing bracket sheared and the wheel fell off.